Event description:
Reportedly, the pi 30-4.8 instrument was applied to the distal rectum and fired, a rectal wash out was done and the instrument was removed. It appeared that the instrument had not fired at all. No staples had been placed at all. The pi 30-4.8 instrument was reloaded with another cartridge and the same thing happened as above, no staples were placed at all. Therefore, another complete new instrument was applied and fired across the rectum, the edge of the instrument was used as a cutting guide and the tissue transected. The instrument was opened and again no staples were placed. These events resulted in the pt requiring a permanent colostomy as the anastomosis was too low to hand suture.